Event description:
It was reported that a patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2013 and topical skin adhesive was used. The next day, the patient complained of pain and red skin around the wound. The patient developed skin erosion caused by heat of adhesive and darkened skin around the wound. Although the patient was discharged from the hospital in (B)(6) 2014, the darkened skin still remains. The surgeon opines that too much adhesive may have been applied and may have caused the reaction.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.